Event description:
It was reported that the handpiece would start and continue to run on its own prior to the start of a surgical procedure. There were no pt complications and no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was confirmed. Based on the investigation details, the likely cause was problems with the motor, press plug, and rotor bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.